Event description:
Vantage line source crash on the system when the gantry was going from 180 to 90. The line sources did not move into the center position and at a certain point line sources crashed into the gantry base. No pt was on the table and no users were injured.